Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed , which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of an lvp motor stall recall was confirmed during the service repair process. There was no reported patient involvement. The device is used for therapeutic purposes.

Manufacturer narrative:
The bezel assembly was evaluated for the motor stall recall and the camshaft was greased. The proximate cause of the rear case, and bezel assembly component damage was reported to be due to wear. The proximate cause of the iui issue was determined to be due to contamination and determined to be a maintenance issue. The proximate cause of the pressure sensor issue was determined to be due to a faulty pressure sensor. The proximate cause of the broken bezel issue was determined to be due to a crack at the lower hinge shroud. The proximate cause of the missing segment was determined to be due to faulty u2 and u3 segment on the display board.

Event description:
The device had multiple component issues.